Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of a pinhole in the patient line during treatment. Patient was in fill one of treatment. Patient did not receive any prophylactic antibiotics and has had no adverse effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.